Event description:
Per the audiologist, results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes did not solve the problem. The patient's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, november 13, 2008.